Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient recently returned for a routine follow-up and was asymptomatic. A type 3 endoleak in the graft near the flow divider was noted; however, the cause is unknown. The decision was made to implant a talent converter followed by a fem-fem bypass and this successfully addressed the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Reporter alleged that a patient received the result of 104 mg/dl on the inform system compared back to back within 10 minutes of a result of 59 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.